Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pfs alleges bursitis and lots of tenderness. After review of medical records, patient was revised to addressed infected left hip arthroplasty. Upon entering the joint, cloudy fluid consistent with infected joint fluid was obtained. The femoral stem was grossly loose. After removal of surrounding tissues stem was extracted with the sleeve came out. Added age, weight and height of patient and unknown sleeve in impacted product. Doi: (B)(6) 2003; dor: (B)(6) 2006; left hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Ppf alleges infection and loosening of stem. Doi: (B)(6) 2003; dor: (B)(6) 2006; (left hip).